Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she bumped against something on the afternoon of (B)(6) 2019 and the adc freestyle libre sensor fell off. Customer further reported experiencing symptoms of hypoglycemia and seizure and she was incapable of self-treating. A non-hcp treated the customer with ¿chocolate, sugar drinks, sandwiches, dinner and glucose tablet¿ and no additional treatment information was reported. There was no report of death or permanent injury associated with this event.